Event description:
It was reported that the patient experienced unspecified issue with the ams ambicor penile prosthesis (app). The app was removed and replaced with a new ams 700 cx inflatable penile prosthesis. Further information was requested and not received. Should additional relevant details become available, a supplemental report will be submitted.